Event description:
The patient was in for an ablation procedure for tachycardia. When the procedure was completed, the doctor removed the celsius rmt steerable electrophysiology catheter. At that time, he noticed that the tip of the catheter had separated from the main body of the device. The patient was not harmed as a result, and there has been no response from the manufacturer regarding this failure.